Event description:
It was reported that pen ndl 32g 4mm 5 bag 50 box sample needle cover would not attach. The following information was provided by the initial reporter: material no. 320149, batch no. 9183082. It was reported that needle cover would not attach onto pen needle after injection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-18. Investigation summary: customer returned (1) open 4mm, 32g pen needles without the tear drop label. Customer states that the needle cover would not attach onto pen needle after injection. The returned pen needle was tested and the pen needle was able to securely attach and easily detach from a pen using the outer cover to do so without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm 5 bag 50 box sample needle cover would not attach. The following information was provided by the initial reporter: material no. 320149 batch no. 9183082. It was reported that needle cover would not attach onto pen needle after injection.